Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac perforation that required pericardiocentesis and surgery. It was a de novo paroxsymal af pvi. They had isolated the left sided veins and completed the first pass of the right veins. However, there were gaps remaining on the right side. They applied some additional lesions on the right sided roof and on the anterior right carina. When ablating on the anterior right carina, a pericardial effusion was noted on the ice catheter images. A pericardial tap was performed to remove the fluid, which was successful. The patient was stable at the end of the procedure after the successful pericardial tap, and it did not effuse again. However, later it was reported that the patient had to go to the operating room for open heart surgery to repair the perforation. The perforation was located in the coronary sinus (deep in a ventricular branch of the coronary sinus (inferior lv). Patient required extended hospitalization. The physician was unsure what caused the perforation that led to the effusion. It was possible it was the ablation, or manipulation of the decapolar catheter in the coronary sinus. The coronary sinus was quite difficult to cannula the and it is also possible the perforation occurred in the coronary sinus. The physician reported that the event was cause by the decapolar catheter (abbott inquiry) advanced to deep into a ventricular venous branch. It was not caused by ablation therapy in the left atrium. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. The event occurred in the ablation / mapping phase. No error messages observed on biosense webster equipment during the procedure. The physician's opinion was the perforation was caused by the decapolar catheter (abbott inquiry) advanced to deep into a ventricular venous branch. It was not caused by ablation therapy in the left atrium. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".